Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead experienced issues and was surgically abandoned previously approximately 10 years ago. The ra port of the device was plugged and no new ra lead was implanted in place. This ra lead is not expected to be returned. No additional adverse patient effects were reported.